Event description:
The customer called stating that there are segments missing from numbers on the meter. During the troubleshooting process, it was determined that several segments were missing from the 100's place. A request was made to return the unit for evaluation. In the meantime, a replacement unit has been provided.